Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. No pre-dilatation performed. Myocardial infarction is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported the xience v was direct stented in the lesion. It should be noted the IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. The reported IFU deviation does not appear to have directly caused or contributed to the reported patient effects that occurred after the index procedure.

Event description:
It was reported via a trial that one day post direct stenting in the proximal left anterior descending artery with one 4.0 x 18 xience v stent and in the distal right coronary artery with one 3.5 x 18 xience v stent. The patient experienced elevated cardiac enzymes. The ECG, within one hour of the cardiac enzymes, showed no myocardial infarction. There was no reported treatment given. The patient's condition resolved and the patient was discharged one day after the procedure. Additional information received indicates that the patient experienced a peri-procedural myocardial infarction caused by the target vessel. Though requested, there was no additional information provided.